Event description:
Caller reported temperature alarms 10 and 11, with no adverse impact on the customer's blood glucose level. Although the pump was charging at the time of the alarm, it was confirmed that the customer was not using tandem's recommended charging supplies. Customer understood and acknowledged the recommendation to avoid third-party charging supplies. Technical support confirmed the shipping address and instructed the caller to allow the pump's battery to fully deplete before returning it and to use mdi as backup insulin therapy. The customer was advised to return the problematic pump using the prepaid label within ten days, which they acknowledged and understood.